Manufacturer narrative:
Concomitant medical products: 693058 lead, implanted (B)(6) 2007; 5076-45 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture. The epicardial lead was capped and replaced. No patient complications have been reported as a result of this event.